Event description:
In 2009, the patient reported that she received an occlusion on her infusion device (competitor product) yesterday. She changed the infusion site and the cannula was bent. The infusion site had been in use for less than 24 hours when the occlusions began. She stated that she has experienced approximately 8 bent cannulas since 2008, all from different boxes of infusion sets. She did not retain these infusion sets to return. No physiological effects were reported. She was sent sample infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.